Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary background: 2/18/2020: updated event description: it was reported that on (B)(6) 2020, the tip of the cannulated stepped drill bit broke during proximal femoral nail antirotation (pfna) nail system case. There was a fragment left in the patient and no plan to remove it. There was no surgical delay. The surgery was successful without any other backup device used. Patient status was stable after the procedure. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the 6mm/9mm cannulated stepped drill bit (p/n: 03.037.022, lot#: f-25699) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was broken and the broken portion was not returned. There were scratches on the device but have no impact on the functionality of the device. The embedded piece cannot be confirmed as there were no x-rays provided. No other issues were identified with the returned device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the 6mm/9mm cannulated stepped drill bit (p/n: 03.037.022, lot#: f-25699). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a review of the device history record. Device history lot. Part: 03.037.022, lot: f-25699, manufacturing site: selzach, supplier: sphinx werkzeuge ag, release to warehouse date: 09.january 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the tip of cannulated stepped drill bit broke during proximal femoral nail antirotation (pfna) nail system case. There was a fragment left in the patient and no plan to remove it. There was no surgical delay. The surgery was successful without any other backup device used. Patient status was stable after the procedure. This is report 01 of 01 of (B)(4).